Event description:
It was reported that a bd q-syte closed luer access device had fluid blockage. . The following was reported by the initial reporter: on (B)(6) 2021, the patient needed to use a septum-free needle-free closed infusion connector for infusion. The tube bed nurse planned to place an intravenous indwelling needle for 22 patients. After the bd connector was opened, the tube was flushed with normal saline. It was found that the resistance was too large and the normal saline could not be injected. Immediately replace the bd connector, and the flush tube can be successfully connected to the indwelling needle. Then contact bd company to replace the product.

Manufacturer narrative:
Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.